Manufacturer narrative:
The lcd monitor was not returned to olympus for evaluation. During an initial follow-up call with the customer, they were advised that normally a computer vga signal is on hd15 and to choose that as the source. The customer said this monitor is not connected directly to the computer. It is connected to another monitor that the computer connects to. The customer was unsure what input the computer signal would be on. The customer was advised that someone from olympus would reach out to them to provide further assistance. During a follow-up call with the customer, the customer stated they had made an incorrect setting on the monitor, which initially caused the problem with no image appearing. The customer corrected the setting and the monitor is now displaying an image and working as intended. As part of our investigation into this report, the instrument history was reviewed and found that the device was purchased by the facility on (B)(6) 2015 no other issues have been previously reported and no repairs have been performed by olympus on this device.

Event description:
The customer initially called to report they were unable to get a image from another monitor that has gmed. A follow-up was made with the customer where they stated they were subsequently able to obtain an image and that the issue was resolved. There was no report of patient or user harm associated with this report.